Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-06075, 2017865-2019-06083. It was reported that the patient developed septic shock and was hospitalized. The source of the infection was not provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.